Event description:
It was reported that while in surgery "the tulip head on a 7.5x80mm xia3 iliac bolt was "splaying". In order to be able to seat the rod and the blocker, the surgeon had to replace the screw altogether with another 7.5x80mm xia 3 iliac bolt."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: the sample was received attached to a rod and screw. The returned blocker was examined and confirmed to be cracked along one side confirming the customer reported event. The inner walls of the blocker were stripped. Functional inspection: not applicable. Reported event was confirmed through visual inspection. Device history review: no non conformities or deviations linked with reported event were noted during manufacturing process. Conclusion: the customer reported event was confirmed via a visual evaluation, as a single crack was observed on the returned blocker. There were several visual cues that are characteristic of excess torque (>12 nm) being applied to the blocker, which is also known as over tightening of the blocker. The xia 3 surgical technique clearly states that the torque applied should not exceed 12 nm. The analysis has shown that the most likely cause of the reported event is over tightening of the blocker. A review of the manufacturing records for this product did not reveal any nonconformity.

Event description:
It was reported that while in surgery "the tulip head on a 7.5x80mm xia3 iliac bolt was "splaying". In order to be able to seat the rod and the blocker, the surgeon had to replace the screw altogether with another 7.5x80mm xia 3 iliac bolt."